Event description:
Per medwatch mw5109283, date of report 15-apr-2022: spontaneous communication, spoke to patient regarding pumps alarming for no disposable. Author advised patient to create new cassette. Patient successfully changed cassette and infusion was running fine. Unknown whether patient was able to use the new cassette on the same pump originally giving error. No stop in therapy, no harm to patient. Patient has old pump for return. Unknown if patient has cassette for return. Patient was always concerned about other back up pump serial number. Patient did not provide further detail regarding issues experienced with backup pump. Patient would like pump replaced. Pharmacy to ship cassettes and 1 replacement pump to patient. Patient involvement. No injury was reported. Cassette available for return. Patient was able to switch to additional cassettes. Infusion life-sustaining. Event resolved.